Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event. Clinical review of the medical records did not indicate a causal relationship between the liberty cycler and the patient¿s hospitalization. The patient¿s recent valve replacement, cardiac history and non-compliance to medication regimen are comorbidities that could contribute to the patient¿s hospitalization. At this time, there is no conclusive evidence that the patient¿s hospitalization for orthostatic hypotension, hypokalemia and hypomagnesemia were causally related to the patient¿s dialysis products.

Event description:
Review of the peritoneal dialysis patient's medical records discovered that the patient presented to the hospital with orthostatic hypotension. The patient admitted to not taking medications since previous hospitalization. The physician notes state the patient¿s elevated troponins ¿were felt secondary to end-stage renal failure and not secondary to acute coronary syndrome.¿ the patient had an elevated tsh but, the patient endorsed ¿he has not been taking his thyroid medications for at least 2 weeks¿ time.¿ the patient experienced hypokalemia and hypomagnesemia and those were replaced. The patient admitted to not taking his folic acid.